Event description:
Ancure endograft implanted with known type I endoleak. Angio a month later revealed type I endoleaks at both iliac attachment systems and upper attachment system. Endograft explanted and aaa repair with aortoiliac graft.